Event description:
In 2004, approx 4:30 am, a pt was found unconscious. The pt's bg was checked and result was 74 mg/dl. Immediately, glucagon was administered and the paramedics were called. Paramedics arrived 5 minutes later and retested the pt's bg. The result was 25mg/dl on their meter. The paramedics administered a glucose solution intravenously and transported pt to the hosp. As of 2 days later the pt had not been released from the hosp. The pt is a type ii diabetic and the asst dir of nursing stated that the pt is "medically unstable" and suffers from several illnesses.